Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a scope procedure to visualize how vns stimulation affected their vocal cords. It was observed that when stimulation was on the patient's left vocal cord would be stimulated so it was decided that the vns was doing more harm than good so it was going to be explanted. The patient's device was disabled and then they were brought into the operating room. Prior to being able to start the surgery during intubated the patient coded and had to be resuscitated. Once stable the patient was transferred to the nicu with the device still implanted but off. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient had been experiencing gagging swallowing difficulties with vns stimulation which is what led to a laryngoscopy being done pre-op. The patient was admitted to the hospital after coding during the surgery and their ejection fracture was 10% and it was found that the patient has a severe heart disease. The coding was noted to be unrelated to the vns surgery and related to the patient having an unrecognized cardiac failure. It was noted that the patient experienced cardiac arrest after the induction of general anesthesia and the vns was confirmed to have been off at this time. Once the patient was resuscitated and stabilized, they were found to have congestive heart failure. At this time there is no plan to move forward with the explant surgery.